Event description:
A user facility reported to olympus that the main lamp shutoff and the spare lamp came on during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to lamp failure. During the evaluation, the lamp shut off and the spare lamp came on. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. Based on the results of the investigation, and since the phenomenon occurred soon after the repaired device was returned, it was likely caused by an accidental malfunction of the lamp. However, the specific root cause could not be identified. The following is stated in the instructions for use: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information (B)(6) 2022: the reported event occurred during an unspecified diagnostic procedure which was successfully completed using the same device. There was no delay, adverse health effect, or medical intervention.